Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pilot balloon deflated, but the cuff would not deflate. Several attempts were made to deflate the cuff until the pilot balloon was punctured in an attempt to deflate the cuff. Some of the air did come out, but not all of the air, so when the trach was removed, it caused the patient to bleed a little bit. The trach was replaced.